Manufacturer narrative:
Product event summary: the external pulse generator (epg) failed functional test. The connector was reseated and the epg passed. Flex interconnection issue.

Event description:
The external pulse generator (epg) was returned to the manufacturer for repair and troubleshooting due to the advisory, analyzed and tested out of specification. No patient complications have been reported as a result of this event.